Manufacturer narrative:
(B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message, during therapy in the neonatal intensive care unit (medication, programmed amount and delivery rate unknown). The vtbi would be set to the rate so that the infusion would finish in one hour. It was also reported there was no patient injury.